Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-00334. It was reported the patient was receiving ineffective stimulation due to lead migration. The patient underwent surgery where the thoracic leads were repositioned back to the original implant level t8 on (B)(6) 2016. The system was reprogrammed and the patient reportedly received effective stimulation therapy.